Event description:
Staff was using the blue scalpel to place PICC line on patient. Scalpel was a different kind than usual and blade came out on the end pointing toward staff's hand. Result was scalpel made cut and punctured through glove of nurse's right palm. Nurse was unable to see which end scalpel came out of. Incident broke protective barrier which could have resulted in contamination of staff. It has been requested of manufacturer that they go back to older style scalpel which was designed to have no doubt which end blade came out of. They have agreed.